Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl due to incorrectly programming pump correction factors settings. Low bg was addressed by suspending insulin delivery and consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.